Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 3.1 was opening sluggishly and the pockets were slow to respond. A field service engineer logged into the hardware test application (hta), ran a diagnostic check on the drawer, confirmed that all sensors were reading accurately, verified that the drawer opened and closed with ease and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.1 was making a clicking sound when the drawer opened and not responding. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.